Manufacturer narrative:
An investigation was conducted. A probable cause is attributed to the use of the device with the tweezers tip which is sharp with burrs and scraping the sponges which generated fibers. Personnel are retrained on the stages of the manufacturing process to ensure the production process stays under control.

Event description:
A product complaint was reported to amd medicom on 28-aug-2020 for amd-ritmed laparotomy sponge item code 1501-roll lot# 81043-1. The laparotomy sponge is classified as a class 1 medical device under FDA code gdy. The following information was initially reported "lint on overhead table cover and instruments. Lint on liver during procedure" the complaint received by amd medicom has been logged as a product quality complaint under (B)(4).

Manufacturer narrative:
An investigation is in progress.

Event description:
A product complaint was reported to amd medicom on 28-aug-2020 for amd-ritmed laparotomy sponge item code1501-roll lot# 81043-1. The laparotomy sponge is classified as a class 1 medical device under FDA code gdy. The following information was initially reported "lint on overhead table cover and instruments. Lint on liver during procedure" the complaint received by amd medicom has been logged as a product quality complaint under (B)(4).